Event description:
Cs29 was inserted transanally and fired in 1.5mm range. Firing movement was longer than usual, culminating in "firing sequence failed, use manual release" message. Manual release was unable to open dlu; procedure was converted from lap assisted to open in order to push the dlu out. A large leak was observed and the anastomosis was resected; anastomosis re-done with a competitive device. Looking through small gap in anvil donut appeared good, cut-ring was cut in portions, and tip of staples on the resected tissue were a bit bent.